Event description:
Procedure: total gastrectomy. According to the report: the tube was detached from the orvil before the suture leg was cut, and the orvil was stuck in pt's esophagus. The surgeon had to fish out the orvil, and converted the case from lap to open and used cdh stapler for circular anastomosis. There was surgery time extended by 30 minutes or more.

Manufacturer narrative:
Date initial report sent: 09/09/2009.